Manufacturer narrative:
Reference #: (B)(4). It was reported that the capsule was expelled with no complications. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Small bowel capsule was retained for more than fourteen days. The patient is asymptomatic. The treating physician plans to monitor the patient and wait for capsule to pass naturally. This is being reported out of an abundance of caution.